Event description:
It was reported that the customer's device was displaying its service indicator and had logged an event code which affects defibrillation therapy delivery. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have decided to not repair the device and will retire the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.